Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error. Customer's blood glucose was 3.1 mmol/l. The customer removed that sensor and noticed the sensor cannula is very short and not sure if the sensor cannula is still in her body. The customer was advised to monitor the pump. The customer was advised to seek medical attention if she think the sensor cannula is in her body. The customer stated that she will monitor the issue.

Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor cannula bent retracted inside sensor, unable to confirm if customer received sensor in said condition due to customer returning opened/used.